Event description:
International affiliate reports dura patch was used to replace dura following removal of spinal cord tumor. Patient presented 10 days later with a massive cerebro-spinal fluid cyst and the patch had apparently become porous. The dura patch was explanted.